Event description:
The reporter stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens haptic tore off upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the lens tear was unknown. The reporter was unable to provide the injector and cartridge model and lot numbers.